Event description:
It was reported that the ilet user experienced a supply change issue in which the infusion set applicator broke during the first attempt, requiring use of another infusion set, after which the agent guided the user through the remaining steps without further issues. There were no reported adverse physiological effects. Outcomes included no health consequences, alerts, or alarms. Investigation included troubleshooting and education conducted remotely. Investigation of this case revealed an infusion set deployment issue, with resolution achieved through correct re-insertion and completion of the supply change. It was concluded, based on previously established findings for similar reports, that user technique contributed to the event.